Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause for the larger incision experienced by the customer cannot be determined. (B)(4).

Event description:
An ophthalmic surgeon reported the shunt was inserted into the anterior chamber when the blade made "too large of a hole." A secondary surgery was performed on (B)(6) 2011 to remove the shunt from the anterior chamber. The surgeon stated on (B)(6) 2011 that the pt was recovering from corneal edema which was resolving.